Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 311.43, lot 7721515: release to warehouse date: july 14, 2014. Manufactured by synthes jennersville. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it was noticed that the handle component was cracked at the dowel pin assembly. No other defects were found on the device. A dimensional inspection was not performed due to the post-manufacturing damage and the root cause of the device condition has been identified as a device design deficiency, which has subsequently been addressed. The earliest available to the current drawing revisions were reviewed and there have been design changes since the device was manufactured. The diameter and tolerance of bore hole in the handle was changed. Additionally, the diameter tolerance of the dowel pin hole in the handle was changed. Through previous investigation, it was determined that the root cause of the handle cracking was that the tolerances of the holes in the handle were too tight. Depending on the material condition, the press-fit between the metallic shaft/dowel pin and their corresponding holes in the handle could lead to an excessive interference fit condition, in which internal stresses within the handle are created. These internal stresses could lead to the handle cracking and/or breaking. The complaint was confirmed for the received device as the instrument was received in broken condition. A valid design defect was identified as the root cause of the cracked condition. Relevant actions have been taken to address the issue. After effectiveness monitoring of the design changes, it was deemed effective. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. Based on these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: b4/g3: initially reported as september 26, 2020, but should be september 25, 2020.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Complaint summary: was informed by logistics manager that a handle was broken (311.43). The tray was opened and may have been damaged during sterilization. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments the image(s) was reviewed, and the complaint condition could be confirmed as the image provided shows the handle cracked. As the instrument(s) was not returned an as received condition, dimensional inspection, material, or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues, or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending, and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective, and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the coupling handle was broken. The tray was opened, and may have been damaged during sterilization. No patient involvement. This report is for one (1) handle with quick coupling, length 110 mm this is report 1 of 1 for (B)(4).